Event description:
A 20mm amplatzer septal occluder (aso) was implanted but when it was released from the delivery cable it shifted forward and downwards towards the mitral valve and hit the anterior leaflet. The aso was percutaneously snared and the patient will be sent to surgery for repair.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement. Sjm could not evaluate the aso involved in this incident since it was not returned to u.s. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.

Manufacturer narrative:
(B)(4).